Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the moderately tortuous proximal right coronary artery (rca). While attempting to cross the lesion in 1/3 proximal and medium distal part of the rca with a 2.5 x 15 mm rx multi-link 8 (ml8) stent delivery system (sds), the sds failed to cross due to patient anatomy and the stent reportedly broke and was removed immediately. Another unspecified stent was used to complete the procedure. There were no patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the failure to cross occurred in the proximal right coronary artery lesion. During the attempt to cross, force was applied and the proximal hub of the 2.5x15mm rx multi-link 8 (ml8) stent delivery system separated (was in two pieces) from the hypotube shaft; the stent itself did not break. The device was withdrawn from the anatomy with no intervention required. No additional information was provided.